Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severly calcified superficial femoral artery. A 5.00mm/2.00cm/135cm small peripheral cutting balloon was selected for use. During the procedure, at an unknown number of inflation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.